Event description:
After I started using my new c-pap I started having sinuses problems, insomnia, edema in my lower extremities, rashes, trouble walking, fatigue. Shortly after my mom started using her new c-pap machine she started having sinus congestion that continued to get worse. She had thick sinus drainage, she would go through 2 boxes of tissues a day easily, constantly blowing her nose. She started having bad headaches, skin rashes, edema and swelling in her lower extremities. She could not sleep, she was lucky if she could get 2-4 hours of sleep per night. She went from going anywhere, anytime she wanted, to staying at home because she could not walk straight and she just ran out of energy so quickly, she even started having to use a walker with a seat so she could sit down when she needed to. One night she woke up about 2:30 am and thought she saw a large hole in the ceiling about 2 ft around over her bed, she was scared to death because she thought someone had broke into her garage and gone up into the attic to break into the house. She called the police and when they arrived, of course there was not a hole and she was so embarrassed it was a hallucination. My mom had 2 or 3 rounds of antibiotics, steroids and nasal sprays for her sinuses during this time. This is a quote from my mom. (I never suffered with any of these problems before using this c-pap. I wondered about it but I knew only air was coming out of the hose. For my age I am in very good condition, I live by myself, I drive my own car. I have very few ailments. When I started with all these problems, I thought it was the beginning of the end.) I had already told my husband that I would be needing to move in with my mom soon. Now that she has been off of the c-pap for a while she has been able to sleep better. I pray that the side effects she has suffered over the last almost year will start to go away. I am so mad that she was not notified about the potential harm sooner. We did not find out about the call until she went in to see her pulmonologist for her routine check up. (B)(6).